Event description:
It was reported that during a follow up in clinic, the device was found to be in backup vvi (bvvi) mode. Prior to the device entering bvvi, the high voltage had been electively disabled due to the patient's condition. The cause of the bvvi was suspected to be magnetic resonance imaging (MRI) exposure. It is unknown if the MRI settings were enabled prior to the MDR exposure. Abbott technical support was contacted and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.